Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during infusion. The bladder cracked which led to a leak. The device was filled with 105mg of recombinant human endostatin diluted in 159ml of 0.9% normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.